Manufacturer narrative:
Additional information: as the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. The videos provided by the customer show an image disturbance during laser application. According to the video received the cmos video chip was blinded by the bright light. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, there was a significant defect in the video image when using flex-x1 with a laser lithotripter. The attempts to improve the image took significant time. The equipment was reconnected, once, without positive effect. Also, there was an episode, when the image disappeared completely, this required to switch off and on the video system. An extension of the surgery time of more than 60min was reported. No negative impact in state of health reported.